Event description:
According to the available information, the patient underwent prosthesis revision after the device presented activation failure "[failure to inflate]". A CT scan showed that the reservoir was empty, indicating loss of fluid from the system. The physician reported that the failure occurred in the tubing between the cylinder and the pump.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.